Manufacturer narrative:
One actual sample with open package was returned for investigation. The sample was subjected to visual inspection and observed that the syringe tip is slanted. Reviewed syringe DHR and no abnormality during production. Probable cause could be due to the syringe tip stuck in between the conveyor gap during unloading station. Resulting pressing against the barrel tip causing slant.

Event description:
It was reported that the barrel of the syringe slip tip wtih bd precisionglide needle was deformed. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the barrel of the syringe slip tip wtih bd precisionglide¿ needle was deformed. There was no report of exposure, injury, or medical intervention.